Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: wizard, runthrough. Guide cath: brite tip jl3.5. Failure to resistance when crossing a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory product support; and is typically not associated with a product quality deficiency. In this case, it was reported the lesion was moderately calcified, which may have contributed to the resistance. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. To ensure this is not a result of manufacturing, all balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure (rbp). Return of the rx mini trek catheter used in the procedure may have aided in the investigation and determination of cause. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. It is possible that the balloon material was damaged (scratched) during interactions with accessory devices, or the moderately calcified lesion such that the balloon ruptured upon the first inflation at 7 atmospheres, which is below the rated burst pressure. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Although the device was not returned for analysis, based on the information received with this complaint, the reported balloon rupture and failure to advance appear to be related to circumstances of the procedure and not a product quality deficiency.

Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the proximal circumflex artery with moderate tortuosity and moderate calcification. An attempt was made to advance the 1.2 x 6 mm mini trek, but the device would not cross the lesion. A second attempt to cross the lesion was successful and the balloon was inflated; however, a rupture occurred during the first inflation of 7 atmospheres, for 4 seconds. A non-abbott balloon was used to complete dilatation successfully. There were no adverse patient effects. No additional information was provided.